Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of pulmonary parenchyma resection, the surgeon tried to squeeze the handle; however, a crack sound was heard and could not fire the device. The handle was replaced; however, the same event occurred. Replaced by a competitor's device and the firing was completed with no problem. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.